Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right unknown adverse event. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 650cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade iii on her left side postoperatively. The patient has consulted with the healthcare professional. As a result, the devices were explanted on (B)(6) 2024. Right side complication and intervention was not confirmed. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
After clinical/secondary review of this file performed on march 28, 2024, it was decided to remove the date of explant from fields d6a to more accurately capture the reported event as right side complication and intervention was not confirmed. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). Date of explant was removed from fields d6b.